Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material in the forceps elevator, the up/down and right/left knobs were dirty, water tightness was lost due to a pinhole on the bending section rubber, the adhesive on the bending section rubber was detached, the bending section rubber was cut, the connecting tube was scratched, the forceps channel port was shaved, the suction cylinder was shaved, the scope cover was scratched, the grip was scratched, the control unit was scratched, the universal cord was dented, the universal cord was scratched, the scope connector was scratched, bending in the up/down/right directions were out of standard, the up/down and left/right knobs had play, and the distal end cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.